Event description:
Additional information was received from a consumer on 2020-apr-27. It was reported that the temporary paralysis and nerve pain had not resolved. It was noted that the paralysis subsided but the patient was left with muscle weakness, muscle atrophy, and considerable pain. The doctor that implanted the pump disrupted a clumping of nerves causing an onset of burning pain. Currently the patient was trying to work with the pain clinic on using the pump to relieve the pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump. It was reported that when the pump was implanted they "hit a clumping of nerves in the spinal cord." It was reported that the patient experienced temporary paralysis. The patient also reported that their doctor believed this is what triggered their nerve pain, a burning type of pain. The healthcare professional that implanted the pump admitted to hitting the nerves saying "they forgot it was there." A new drug was put into the pump to help with the nerve pain. It was reported that this took place on (B)(6) 2018 when the pump was implanted. No further complications were reported.

Manufacturer narrative:
The aware date was corrected as the information that made the event reportable was received on 2020-01-31. If information is provided in the future, a supplemental report will be issued.